Event description:
Caller reported a malfunction on the pump while attempting to administer a bolus and confirmed three past occurrences of the same issue. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.